Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed deformations of the conductor coils 81 cm distal to the is4 connector pin which most likely occurred due to mechanical forces applied during the implantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time, a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Event description:
This lv lead was attempted at an implant of a crtd system. The patient had difficult anatomy and a dissection of the ostium of the coronary sinus without hemodynamic sequelae occurred. No additional information was received. Should additional information be received, this file will be updated.